Event description:
The hcp reported that the pump was replaced in 2003, secondary to infection. Per hcp, no add'l info was available because it had happened so long ago.

Manufacturer narrative:
(B) (4).